Event description:
On (B)(6) 2019, the patient experienced massive bleeding and the site of the bleeding was unknown. On (B)(6) 2019, the patient underwent a blood transfusion with a concentrated red blood cell solution (280ml). On (B)(6) 2019 and (B)(6) 2019, two united of packed red blood cells were transfused. In addition to menstruation and chronic inflammation, hemolysis was also considered. Anemia continued and a thrombus was found inside the pump. The pump was replaced on (B)(6) 2019. No drug treatment was administered. The bleeding resolved on (B)(6) 2019.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and infection could not conclusively be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 1 "introduction¿ provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of suspected thrombus was confirmed during the evaluation of (B)(6). Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that it formed over an undetermined period of time. The observed inlet bearing thrombus could have contributed to the low flow alarms captured on the system controller log file and the reported increase in ldh. The evaluation could not conclusively determine the cause of the thrombus formation. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had low flow alarms and ldh had risen to 1000 at the time. A ramp test was performed due to ldh rising to 1200. Pump speed was increased from 8000 rpm to 12000 rpm, but left ventricular diastolic dysfunction (lvdd) was unchanged. Ldh got higher to 1200. Low flow alarms were continued. Ramp test was done. Rpm was increased from 8800 to 12000, but left ventricular diastolic dysfunction did not changed under echocardiogram. Rvad (not abbott product) was added on (B)(6) 2019. Intimately, on (B)(6) 2019 the patient underwent a pump exchange due to thrombus. No further information was provided.